Event description:
It was reported that low voltage ports of the high voltage lead was capped and replaced after 33 months of service due to oversensing. The lead integrity alert was reported to have occurred on (B)(6) 2010. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.